Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 464 mg/dl. Customer also had blood glucose level of 484 mg/dl. Customer reported that they were at their health care professional's office. Customer refused to troubleshooting for high blood glucose. The customer was treated for the high blood glucose with manual injections. The customer stated that meter was no longer displaying blood glucose now. Customer reported that the insulin pump got no delivery alerts. Troubleshooting was done for no delivery alerts. The insulin pump was not returned for analysis.